Event description:
Medtronic received a report that the patient was undergoing treatment for neurovascular abnormalities of arteriovenous fistula, and the abnormality was located in the eloquent region. It was noted that the patient's blood flow was high and vessel tortuosity was severe. It was reported that the doctor cannot detached the axium microfx-pgla coil. They tried to use the instant detachment many times, but it was not successful. They decided to use the manual backup detachment, but it is not successful. It was noted that the physician attempted to detach the coil with the instant detacher three times. A second instant detacher was then used, and the physician attempted detachment three additional times. A manual detachment attempt via hypotube was also performed once. The instant detacher will not be returned for investigation because it was discarded. No issue with the instant detacher was identified. I t was also noted that another coil was used and encountered the same issue. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID pc-2-4-3d (lot: d079400); product type: ; implant date n/a; explant date n/a continuation of d10: product ID unk-nv-ap-ID (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.